Manufacturer narrative:
Approximate age of device ¿ 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported presented with symptomatic anemia. Hemoglobin was 4.9 g/dl with inr of 3.3. Patient was transfused with 3 units of packed red blood cells (prbc) continuously to keep hemoglobin and hematocrit preserved. No additional information was provided.

Manufacturer narrative:
Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.